Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient required a blood transfusion. The patient received 4 units of packed red blood cells (prbc) intraoperatively on (B)(6) 2021. They received 6 more units of prbc while in the intensive care unit (ICU) later that same day due to hemorrhagic shock from intrathoracic hemorrhage with large volume chest tube output. The patient then also required 1 unit of prbc on (B)(6) 2021. The patient also experienced cardiogenic shock on (B)(6) 2022. Diagnostic tests, a chest x-ray and a bronchoscopy, were performed. The patient developed vasoplegia and required a medication change. The bleeding resolved and the patient was discharged home.

Event description:
It was reported that the patient was noted to have mixed cardiogenic/vasoplegic shock post-op with right ventricular dysfunction. The vasoplegia was reported to have resolved without sequalae on (B)(6) 2021, the cardiogenic shock resolved (B)(6) 2021, and the bleeding resolved (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (bleeding, right heart failure, and patient condition) and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2021. During the implant procedure, the patient experienced an intrathoracic hemorrhage with large volume chest tube output, resulting in hemorrhagic shock. The patient received 13 units of packed red blood cell from the date of implant to (B)(6) 2021, before the bleeding was marked as resolved. Additionally, the patient experienced postoperative cardiogenic shock, vasoplegia, and right ventricle dysfunction. The patient received resuscitation and vasopressors and the events resolved without sequelae. The patient was ultimately discharged home and remains ongoing with heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists right heart failure and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient required aggressive resuscitation and vasopressors to resolve the vasoplegia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding, vasoplegia and cardiogenic shock could not be conclusively determined through this evaluation. The account reported that the patient had an intrathoracic hemorrhage with a large volume of chest tube output on the date of implant, (B)(6) 2021. The patient was treated via blood transfusion. Additionally, the patient experienced cardiogenic shock and vasoplegia, which required resuscitation and vasopressors. The account reported that the bleeding, vasoplegia, and cardiogenic shock resolved without sequelae. The account reported that the patient was discharged and doing well. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.